Event description:
A healthcare facility in florida reported that the audible alarm of a mr850 respiratory humidifier was not functioning as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in florida reported that the audible alarm of a mr850 respiratory humidifier was not functioning as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Method: the speaker of the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for evaluation. Results: testing of the device confirmed that see manual light was lit with a continuous tone. Conclusion: the cause of the issue was traced back to a component failure in the pcb. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.